Event description:
It was reported that the arctic sun was not cooling. Per wo review on 10feb2023, it was noted that there was no adverse impact, another device was used. Per additional information received on 13feb2023, another device was used on patient. There was no patient impact. Per sample evaluation results received on 24apr2023, it was reported that the root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the arctic sun device was not cooling properly. It was stated that the mixing pump was replaced. It was also stated that slow filling process. It was noted that the clogged fill tube replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling properly. Mixing pump was replaced. Slow filling process. Clogged fill tube replaced. As5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun was not cooling. Per wo review on (B)(6) 2023, it was noted that there was no adverse impact, another device was used. Per additional information received on (B)(6) 2023, another device was used on patient. There was no patient impact.